Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported the patient was having a pump replacement due to a normal elective replacement indicator (eri) alarm and during the procedure the catheter was unable to be aspirated. It was decided to replace the entire catheter and dilute the current medication with 15 milliliters (ml) of preservative free normal saline (ns). It was noted the pump was primed with the new medication. The pump was being used to deliver fentanyl, bupivacaine, and baclofen. It was further reported when the healthcare provider (hcp) could not aspirate from the side port or the catheter she elected to go to the back to determine the patency of the catheter. It was found that the tip of the catheter was coiled up in the back and was no longer intrathecal. It was noted the hcp replaced the catheter with an 8780 and there was good cerebrospinal (csf) flow. It was also reported there was no concern with this pump and it was explanted and replaced due to eri. The patient did not have any symptoms. It was reported the hcp diluted the drug with preservative free ns. The patient¿s daily dose was lowered and the new daily dose was unknown. It was reported the patient was ¿fine.¿